Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Detailed trace analysis or long trace confirmed power loss alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at connector board. The insulin pump was monitored and functioned properly. No unexpected insert battery alarm noted. The insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed need insert battery. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump was returned for analysis.